Manufacturer narrative:
D6b: explant date missing from initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2022, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since they received their replacement ins, they've been having a new pain which they've never had before the replacement: the patient stated the pain was in their hips, knees, legs and that it was disabling, would stop them in their tracks and that it would wake them up in the middle of the night. The patient described it as a chronic pain that had been coming and going since the replacement and that it seemed to be getting worse. The patient denied having had any traumas or falls that they could think of. The patient had called to ask if the pain could be caused by the device/therapy. Patient services redirected the patient to their managing health care provider (hcp) for questions about symptoms. The patient stated they had the therapy for bladder and that it had been helping wonderfully for the bladder (their bladder symptoms were over 80% reduced,) however since they received their replacement battery, their occasional fecal incontinence has "really ramped up" and that it was getting so bad that they didn't know it was happening. The patient stated they were a walker and that they'd get home from walking and it would be a "mess," and that it was awful. The patient stated they were having fecal incontinence episodes maybe not every day but at least once a week. Patient services suggested to the patient they could turn the therapy off to determine if the symptoms they were experiencing was related to the device/therapy and the patient stated they wanted to try that.  Patient services reviewed external device function and walked the patient through connecting to their settings.  The patient turned the therapy off. The patient was going to see if that made a difference for their symptoms. The patient was also going to reach out to their managing health care provider (hcp) to discuss their symptom concerns further. Patient services also reached out to the manufacturer representative (rep)  on the case to make them aware the patient had hoped to get in touch with them now that they were feeling better after covid to review everything with them again. On (B)(6) 2023, additional information was received from the patient. They reported that their device was surgically placed in right buttock area. On (B)(6) 2022, they started to feel pain in their hips, legs and knees legs bilaterally along with increased urine and large amounts of bowel incontinence. The pain continued to increase in intensity day and night. They contacted the manufacturing representative (rep) and they verbalized over the phone how to read just the program. Gradually over two to three weeks the pain subsided to about 2-3 out of 10. Then on (B)(6) 2022, pain and incontinence got worse again. At this point they had difficulty walking and didn't leave their house not knowing if they would be covered in urine and feces. When they tried walking they would typically come home covered with feces and urine. On one occasion on (B)(6) 2022 while walking, the pain was up to 9/10 and they couldn't walk any longer. They called their doctor and had a x ray of their right hip showing moderate osteoarthritis and placement of medtronic neurostimulator. This was shockingly painful both mentally and physically. On (B)(6) 2022, they followed up with their doctor and the rep. It was recommended to cycle. They tried this for two to three weeks and severe pain and incontinence came back. They then contacted their doctor to have the device removed. These symptoms continued through on (B)(6) 2023 when they turned the device off. The pain and suffering I experienced during these months was such I wanted to end my life nearly every day. The suicidal thoughts are still taunting me today. The device was removed on (B)(6) 2023. They are saddened and traumatized by the entire experience.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.